Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected alarms. The customer¿s blood glucose level was 180 mg/dl. Customer stated that they had problems with pump and was making some noise. The customer also stated that they had critical pump error image on the screen and also found a broken force sensor was detected during seating or regular delivery alarm. The customer was unable to rewind. The customer was advised that the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged in to electrical board.